Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shocks due to atrial fibrillation (afib) with rapid ventricular response (rvr). The therapy delivered did not convert the rhythm. Subsequently, the patient's medications were adjusted, and the physician will continue to monitor. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shocks due to atrial fibrillation (afib) with rapid ventricular response (rvr). The therapy delivered did not convert the rhythm. Subsequently, the patient's medications were adjusted, and the physician will continue to monitor. This crt-d remains in service. No adverse patient effects were reported. Additional information was received which indicated that this patient received anti-tachycardia pacing (atp) and a shock. Technical services (ts) discussed that the rhythm may be supraventricular tachycardia (svt) or ventricular tachycardia (vt) with retrograde. Ts recommended troubleshooting and reprogramming options. This crt-d remains in service. No additional adverse patient effects were reported.